Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. Pump drug information was not reported. It was reported that, during a surgery unrelated to the pain pump, the catheter was nicked. The rep was called by the doctor while they were in surgery, as he was concerned that he nicked the patient's catheter. The rep responded and provided the doctor with the catheter connector as requested. A catheter revision occurred; a 8785 connector kit was implanted on (B)(6) 2024. No environmental, external, or patient factors that may have led or contributed to the issue were reported. No diagnostics or troubleshooting were reported. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but would not be made available.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2020: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 15-oct-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.